Event description:
It was reported that the brakes were holding due to the footend casters and the head left caster being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.